Event description:
Patient's spouse reports that the vios machine filter cap went into the device after replacing the filter and now unable to get cap out of the machine. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided.